Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented for post-op check, low r waves and no capture threshold was observed. The patient was asymptomatic. The lead was explanted when repositioning was unsuccessful. There were no reported complications during the procedure and the patient was doing well at the end of the procedure. The lead will not be returned.